Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The contrast keypad button was found to be intermittently unresponsive when pressed. The remainder of the keypad buttons were normally responsive when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keys.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the arrow and ok buttons need to be pressed more than once to get a response. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.